Event description:
Event description guidant received information that this implantable cardiac resynchronization therapy defibrillator (crt-d) was electively explanted and replaced due to the recent field communication. In addition, this transvenous coronary sinus lead was repositioned during the procedure due to muscle stimulation. To date, the available information indicates this device has not exhibited failure characteristics associated with this field advisory. In addition, no symptoms associated with this clinical observation have been observed. Additional information from lab analysis indicates that this device was pulled for futher analysis. This analysis found premature battery depletion.